Event description:
Patient receiving IV etoposide when leaking noted around connection of chemotherapy line to main line. Infusion stopped. Pharmacy notified. Pharmacy attached new tubing to line, infusion resumed without further incident. Spill cleaned as per policy.